Event description:
During servicing at philips, the bench tech noted that the device delivered energy below specification. There was no pt involvement.

Manufacturer narrative:
(B)(4): during servicing at philips, the bench tech noted that the device delivered energy below specification. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.